Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low impedance, no capture, and noise causing automatic mode switching episode. The physician stated that the patient used a rifle near the time of lead dislodgement. The lead was explanted and replaced. During the procedure, the lead insulation was punctured to allow guide wire to be introduced into the vein. The patient had no consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Visual examination found the helix fully extended, the measured full helix extension length was within specification. Electrical testing, visual, and x-ray examination did not find any anomalies with the exemption of procedural damages.

Event description:
New information noted that the lead exhibited high pacing threshold.